Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels. Patient¿s blood glucose reached 330 mg/dl. The patient has been vomiting since monday and tuesday then they went to the hospital on (B)(6). Patient had pain in the right upper quadrant. A doctor had not seen the patient yet. Patient's treatment included fluids. Ketones were high. Patient has been doing manual daily insulin (mdi) since tuesday. On monday night they changed the pod because of a malfunction and within 10 minutes the patient¿s mother changed it again and the patient started vomiting until tuesday at 12:30 and they took the pod off because they thought something was wrong with it. On tuesday the pdm made a funny message meter error 4 so they did not use it because the insurance company will not pay for the strips. The hospital wants them to put a pod on and they want to watch to make sure the patient is okay and then they will send the patient home. Patient was only there as observation or outpatient and they will go to the endocrinologist. Mother applied a pod on friday morning at the hospital and they left that evening and patient was good. (B)(6).